Event description:
It was reported that there was oversensing, high impedance, and a possible lead fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.